Event description:
Pt was diagnosed as having a aortic aneurysm in 2004. Dr performed surgery. This was done endovascular. Pt expressed to rptr many times he would have never submitted to this type surgery if he had known all the consequences he had to endure. His lymphatics was cut during this surgery having lymphatic leaks caused groin seromas. The groins was first aspirated and 2 months later, another surgery was performed, according to records vicryl sutures were placed, however, he swelled all over his body the months following. Although he had a heart attack in 2003 and stents were placed. All records indicate this was never a problem. Rptr believes the aortic aneurysm repair ruptured causing his death. According to the last doctor that was his opinion. Rptr believes pt had an aneurysm rupture causing a massive heart attack. About 30 minutes before his death rptr had never in twenty one years seen him eat as much as he consumed. About 2 hours before his death he became real cold and rptr had to get him warm with a blanket. In the ambulance rptr saw him turn dark and blue in the face. The time from the implant until his death he tried to recover, however, in rptr's opinion I believe he was not a candidate for this operation.